Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se device after an interventional intracranial aneurysm procedure with a 6f sheath. Reportedly, the inner member of the shaft was kinked. The thumb advancer was unable to be advanced. The starclose se device could not be withdrawn properly. The direction and angle of the device were adjusted and the device was able to be simply removed. A new unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to a bend include but are not limited to, vessel locator not placed against the surface of the vessel or device angle changed prior to thumb advancer stroke completion. The bend likely contributed to difficulty advance the thumb advancer resulting in the difficulty to remove. The treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no. E1 - address 1, city: updated.